Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had an ablation procedure. Post procedure all measurements were in range. However, multiple alerts were received related to high out of range pacing and shock impedance measurements on the right ventricular (rv) lead. Therefore, technical services (ts) suspected that the ablation procedure interfered with the impedance testing. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.